Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited intermittent high pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) lead. It was noted a few months ago, an echocardiogram was performed and no lead issues were noted. Technical services (ts) discussed there may be a lead problem, such as a fracture, which could be a crush, pinch, or insulation issue. Ts discussed programming different lv pacing vector to see if this can resolve lv impedance issue. Ts also discussed pulling up lv egm to see if there is any noise on lead. The lv pace counters matched the rv pace counters, so it did not appear that something like noise was affecting lv timing. No adverse patient effects were reported.

Event description:
Additional information indicated the physician plans to continue using this lead because it captures normally.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that there was loss of capture. A revision procedure was performed and the device was explanted. The lv lead was surgically abandoned.